Event description:
Additional info was received from the user facility as follows: incident date was 2-13-99. The pt was found warm and blue, lying supine in bed in cardiac arrest. He was moved to the floor where the AED was applied. After the "no shock indicated" message, CPR was done for approximately one minute. Then the pt was reassessed with "no shock indicated." Als arrived and took over pt care.